Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, oversensing due to non-physiologic signals/sensing integrity counter, oversensing associated with the right ventricular lead, and unexpected delivery of ventricular tachyarrhythmia therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID dvpa2d4 ICD; implanted: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing (twos) during fast atrial fibrillation (af). In addition, an alert was triggered due to oversensing noise, and the lead integrity alert (lia) was triggered due to high sensing integrity counter (sic) and high-rate non-sustained episodes. It was noted that the increase of sic correlated with the increase of af. The right ventricular (rv) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.